Event description:
The pt reportedly experienced loss of sound followed by loss of lock between the internal device and the external equipment. External equipment was exchanged; however, the issue was not resolved.

Manufacturer narrative:
Advanced bionics considers this investigation into this reportable event as closed. The pt is not interested in pursuing revision/surgery due to age and concerns regarding anesthesia. The pt remains explanted. A review of the device history record was completed (B)(4) 2013. Advanced bionics believes that the pt experienced in-situ failure. This is the final report.